Event description:
The customer stated she was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the time was wrong but all other programming was correct. The customer stated she was using the sensor, and it never gave her an alert that her blood glucose was going low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.